Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8731sc, lot# 0204612731, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving mocl [20 mg/ml] via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient had a stable situation from implantation (B)(6) 2011 until (B)(6) 2017. The usual residual volume was 7-9 ml and the calculated volume was approximately 5 ml. The daily dose of mocl was slowly increased on demand from 5 mg to 11 mg/day with an approximate increase of 1 mg/year with good analgesic effect. At the refill on (B)(6) 2017 the residual volume was 14 ml whereas the calculated volume was 1.5 ml with a reported relative error of 32%. The patient reported new pain sensations and demanded extra oral opioid therapy. It was noted the elective replacement indicator (eri) was one month. At the refill on (B)(6) 2018 the residual volume was 24.5 ml whereas the calculated volume was 13.1 ml with a reported relative error of 42%. The patient reported extra need for oral opioids, but no signs of morphine withdrawal. The patient was scheduled for pump and catheter re-implantation. Re-implantation of the pump and catheter occurred on (B)(6) 2018. After disconnection from the pump, no retrograde flow occurred. The decision was made to replace the catheter. It was noted that after the new catheter placement inside the intrathecal space, immediate retrograde flow of cerebrospinal fluid (csf) occurred. The pump was programmed for a daily dose of 4 mg mocl/day after priming bolus. It was related that 12 hours after the procedure the patient was stable with good analgesic effect and there were no signs of overdose or withdrawal. The explanted pump and parts of the catheter were sent for analysis through a distributor. The age, weight, and relevant medical history of the patient were not reported. It was indicated that there was no harm, injury or death (note this is conflicting with the report of the reimplantation of the pump and catheter). The patient outcome was reported to be "good." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 8731sc ,lot# 0204612731, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(4), ubd: 2012-10-19, UDI#: (B)(4). Interrogation of the pump showed it was used to infuse morphine 20.0 mg/ml at 10.991 mg/day. Analysis of the catheter found dark residue in the dispensing holes of the catheter body which resulted in an occlusion that was event related. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.